Manufacturer narrative:
The lead was returned in a destroyed state. Both parts of the lead were returned for analysis. It is assumed that the lead had been cut off with a scalpel at 11 cm distal from the is-1 connector pin. The analysis of the lead revealed mechanical damages on the lead fragments, which were due to the explantation, but were not linked to the clinical complaint. The lead body showed damage due to squashing, which is assumed to have originated from a medical instrument. The insulation was undamaged in this area. The rv shock lead, however, had been deformed. The electrical passability of the lead fragments was also tested during analysis. The electrical conductions were not damaged. The analysis of the lead did not reveal any damages that could be linked to the clinical complaint. There was no indication for any manufacturing or material defects.

Event description:
Ous MDR - pacing loss was reported. In addition, a drop in sensing and an impedance increase to >300 ohm and a pacing threshold higher than 7.00 v @0.5 ms were observed. No worsening of the patient's state of health was reported.